Event description:
It was reported by the patient that the e-cellular accessory was working fine but now does not power on when plugged in. The patient reported that the accessory was hot to the touch and had a burning smell coming from the accessory not the power cord. While the patient was talking the accessory came on by itself. The patient was referred to the clinic for a replacement and is returning the accessory. The monitor is not being replaced at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).